Event description:
It is reported that while tightening the set screw in the tibial augment, the locking cone taper broke into several tiny fragments. Another size tibia and augment were attempted as a substitute for the broken implant, but the same result was obtained. This augment broke in an identical manner. The augment had to be cemented in place since the locking mechanism was destroyed.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.